Event description:
It was reported that emerald syringe 5ml 24x1 an had foreign matter inside the syringe. This occurred on 50 occasions before use. The following information was provided by the initial reporter: there is accumulation of dust particles in emerald 5ml 24g syringes, I have collected one sealed piece and found that there is presence of dust like particles.

Manufacturer narrative:
H.6. Investigation: photos were received by bd for evaluation. A quality engineer was able to review four photos of a emerald 5ml 24g syringes from lot # 8302513, regarding item # 307757 with the reported issue that ¿there is accumulation of dust particles in emerald 5ml 24g syringes¿. No samples were received from the customer, but bd bawal has received four photographs and the retention samples of 8302513 of emerald 5ml were used to simulate the reported defect and investigate the complaint. The investigating team reviewed the DHR to check for any breakdown on machine that could cause dust particle during assembling of syringe parts, no such issue found in the documented history record. DHR was reviewed for the product test. No discrepancy was reported and recorded in DHR in customer reported lot # 8302513. The investigating team also reviewed the process of 100% inspecting verification that is performed after every preventive maintenance for segregating the defective products that can be generated post pm and no issue found. The defect is confirmed from the photos. Since samples are not available the root cause could not be identified. H3 other text : see h.10

Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that emerald syringe 5ml 24x1 an had foreign matter inside the syringe. This occurred on 50 occasions before use. The following information was provided by the initial reporter: there is accumulation of dust particles in emerald 5ml 24g syringes, I have collected one sealed piece and found that there is presence of dust like particles.